Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned was severed. A portion of the lead may be missing. Set screw marks were noted in several places on the lead. Suture tied tight around the lead tip segment for extraction purposes, coils were deformed under this tie. Electro-cautery damage noted in several places on the lead. Noted melted insulation, deformed conductor coils and dried blood/body fluid in the lumen. Laboratory analysis confirmed that lead was severed.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. All available information indicates that the product was abandoned surgically.